Manufacturer narrative:
(B)(4).

Event description:
I could not stop choking [choking]. My face was red [red face]. I was scared [fear]. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6)-year-old female patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number u8h101, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene mouth spray (original). In (B)(6) 2019, an unknown time after starting biotene mouth spray (original), the patient experienced choking (serious criteria gsk medically significant), red face and fear. Biotene mouth spray (original) was discontinued in (B)(6) 2019 (dechallenge was positive). In (B)(6) 2019, the outcome of the choking, red face and fear were recovered/resolved. It was unknown if the reporter considered the choking, red face and fear to be related to biotene mouth spray (original). Additional information: adverse event information was received via call on (B)(6) 2019. The consumer reported that, "I had an appointment with a doctor and while on the way, I could not stop choking. I was scared. And my mouth was dry and my face was red. Drug start date a couple of months ago, stop date 2 months ago and adverse event stopped date that same date and drug used for dry mouth."